Manufacturer narrative:
This report is for an unknown rafn spiral blade/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient was implanted with an expert retrograde/antegrade femoral nail to treat a distal femoral shaft fracture. There were no intra-operative complications. The length of orthopaedic follow-up was of 282 days. Post-operatively, approximately 135 days after implantation, there was a bone union noted. The patient underwent reoperation due incision and drainage (I&d) and wound closure. Patient outcome is unknown. Previously, the patient underwent fasciotomy and vacuum assisted closure (vac) of a wound. No further information is available. This report is for one (1) unknown retrograde/antegrade femoral nail (rafn) spiral blade this is report 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event description h3, h4, h6: the complaint product is not available to return for investigation. The customer retaining the product. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: this complaint involves four (4) devices.